Event description:
It was reported that during a hermiorrhoidectomy procedure, the device did not staple but cut. No further info is available. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 11/18/2008. Info anticipated, but unavailable at this time.